Event description:
It was observed that during the device evaluation, the colonovideoscope's air/ water cylinder had foreign objects, channel tube had foreign objects and the air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the colonovideoscope's air/ water cylinder had foreign objects, channel tube had foreign objects and the air/water tube had foreign objects. However, the device was returned without reprocessing due to other (non-reportable) defects, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.